Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 162 mg/dl, 461 mg/dl, 104 mg/dl, 102 mg/dl, and 117 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Boston scientific crm received information that this patient was feeling tired all the time. During testing, impedance measurements greater than 2500 ohms and loss of capture were noted on the right ventricular lead. A lead fracture was suspected. As a result, this lead was surgically abandoned.